Event description:
Device 1 of 2: reference MFR report#: 1627487-2012-05836. The pt has two (leads from different lots). It was reported, the pt was no longer receiving adequate coverage. X-rays were taken and revealed both leads had migrated. On (B)(6) 2012, both leads were repositioned. Stimulation and coverage were regained post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.